Event description:
An initial event notification was received by united therapeutics drug safety on 25-aug-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 26-aug-2025. It was reported that the patient was initially hospitalized for hernia surgery unrelated to the remunity device. On (B)(6) 2025, the patient experienced issues with their remunity pump, as well as leaking from pharmacy-filled remunity cassettes that prevented their scheduled discharge from the hospital. It was also reported that the remunity remote's internal battery and one of the pump batteries were not holding a charge as long as expected, and the patient experienced dyspnea with exertion. The patient was ultimately switched to their backup remunity system, which reportedly functioned as expected, and re-education was provided to the patient's mother. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.

Manufacturer narrative:
Although it is unknown if the reported dyspnea on exertion is related to the remunity system, this information is being reported out of an abundance of caution.